Event description:
Complainant reports that a pump continued to pump air despite the fact that the formula was gone. The pump did not alarm. The patient's stomach was filled with air on a number of occasions, and the air had to be removed with a syringe.

Manufacturer narrative:
Lab results did not confirm empty pump failure mode. Checked operation of empty alarm. Pump alarmed "empty" in the expected timeframe. Checked accuracy of pump and the pump delivered the exact amount programmed into the pump. Ross standard procedure includes attempting to obtain all required information from the source.